Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01912.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), two non-penumbra microcatheters, and a non-penumbra balloon catheter. During the procedure, the physician placed three non-penumbra coils into the target vessel using a microcatheter. Next, the physician advanced a smart coil into the target vessel using a microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the physician used a new handle to detach the smart coil. The procedure was completed using seventeen smart coils, twenty-seven non-penumbra coils, the same two microcatheters, and the same balloon catheter. There was no report of an adverse effect to the patient.